Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had no sealing and no cutting during use.

Manufacturer narrative:
Investigation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found one of the snaps to have broken off. The reported conditions were not confirmed. The device is designed to be a sealer and has no cutting function. The disposable was assembled onto a set of forceps and plugged into a generator. The generator recognized the device and activated with satisfactory results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to seal normally. An additional failure was found during the investigation, one of the snaps was found to be broken and missing. The additional findings did not contribute to the reported condition. The investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.